Manufacturer narrative:
Concomitant medical products: 4196, lead, implanted (B)(6) 2013. Product event summary: the device was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had migrated laterally. The pocket was revised and moved to a more medial location at the next generator change. No patient complications have been reported as a result of this event.